Event description:
Surgeon was using the endo 5mm toothed grasper (#3326wt) inside patient when the handle broke on the instrument. All pieces were accounted for. The instrument was taken off the field and will be sent to biomed.